Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 345 mg/dl. The customer stated that they were trying to treat a low blood glucose level by taking two glucose tablets and two sodas, however it caused a high blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with a bolus. Troubleshooting was declined.